Event description:
The pt received his scs sys on (B)(6) 2009. On (B)(6) 2010, it was reported that the pt felt overstimulation and pocket heating when he lays down to sleep. The pt did not turn stimulation down before going to bed. A company rep explained that when he lays down his back may pressure the lead wires increasing the intensity of the stimulation. The pt said he will consistently start to lower stimulation before he lays down. Follow up on the pt found that he is doing well.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.